Event description:
Complainant alleged that while pacing a patient (age & gender unknown) the device's pacer rate intermittently decreased upon an attempt to increase. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.